Manufacturer narrative:
Failure event observed during analysis. Final analysis found internal insulation abrasion noted at 3.5cm to 3.6cm from the distal tip. The insulation abrasion breached one of the ring electrode cable lumens with no damage noted to the etfe cable coating. The inner lumen was not damaged in this region.

Event description:
This report is to advise of an event observed during analysis.